Manufacturer narrative:
As received, a complete lead was returned for analysis measuring 45.7 cm, with its helix retracted. X-ray examination of the lead found the inner coil was over torqued at connector pin region. After cutting, cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. All damages found are consistent with procedural damage.

Event description:
It was reported the the patient presented to clinic. Interrogation of the device on (B)(6) 2020 revealed that the right atrial lead had dislodged. Chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. There were no reported patient symptoms or consequences.